Event description:
Ous MDR - after an implantation time of about 19 months, oversensing with inappropriate shock deliveries was reported. The lead was exchanged and returned to biotronik for analysis. Aside from the shock deliveries, no other worsening of the patient's state of health was reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents and the returned programmer printout.the manufacturing process of this ICD was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly.the programmer printout of the ICD was checked, and interference was visible in the available iegms in the right-ventricular and the far-field channel. There was, however, no indication of a device malfunction of the ICD.